Event description:
End user stated that she tried to slow down to turn into the kitchen and she ended up zooming into the kitchen door, hitting her shoulder which resulted in a bruise that lasted a few weeks.